Event description:
The dealer states that the units gel overlay is wearing down and needs replaced. The dealer also states that over the weekend the unit began to smoke and has a strong electric burning smell to it.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / other, hold for detailed evaluation = short circuit on board. Functional observation ¿ the tpo100b was powered on and began to emit smoke immediately, confirming the customer-reported issue. The concentrator also began to alarm and flash a red warning light immediately on power up. Because of the alarm condition, the device could not be functionally tested any further. However, it should be noted that the worn/damaged power switch overlay did not appear to affect the functionality of the buttons. Conclusions: using existing complaint information, observations, and functional testing of the returned device in its ¿as received¿ condition, the complaint of the tpo100b producing smoke was confirmed. The device began to smoke profusely when powered on. The cause of the smoke was a cpu board component short circuit which caused the cpu board to overheat, smoke and partially burn up. The short circuit was likely the result of the component breaking loose from its soldering. The complaint of the gel overlay being worn also was confirmed. However, the wear damage to the overlay did not affect the functionality of the power switches. The product was returned on 6/2/2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer states that the units gel overlay is wearing down and needs replaced. The dealer also states that over the weekend the unit began to smoke and has a strong electric burning smell to it.

Manufacturer narrative:
The product was returned on (B)(4) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.